Manufacturer narrative:
(B)(4). The customer reported to have performed short self tests (sst) and the device failed sst. The customer requested for a covidien service engineer (se) to evaluate and repair the device. The se inspected the device and found the exhalation valve flow sensor (evq) filament to be damaged. The se replaced the evq. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a device alert. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.